Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with the ventricular lead exhibiting noise. The lead was capped and replaced successfully, the patient tolerated the procedure well.